Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. One of the haptics was incomplete. Visual inspection at 12x magnification showed the lens identified as a tecnis multifocal lens. The lens is contaminated and the optic damaged with scratches present all over the optic. Considering the type of damage in the returned lens sample, further measurements were not possible. Visual inspection of the return sample showed the lens is damaged and incomplete. The information, although limited, does not indicate any relationship to the iol design or manufacturing. A manufacturing records review was performed. Device history record (DHR) verification indicates the lens sterilization batch was released and there were no non-conformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related non-conformances. The production order number was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances are expected. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that patient had subjective visual disturbance and underwent a secondary procedure to explant the zmb00 intraocular lens (iol). It was stated that the lens was replaced with a zcb00 lens. No patient injury was reported. No further information was provided.